Event description:
It was reported that this implantable pacemaker entered in safety mode. Additionally, concerns of premature battery depletion were raised. A device replacement procedure was scheduled for the near future. This device remains in service. No further adverse patient effects were reported.